Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/18/2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent audio output could not be determined. A probable cause could not be determined.